Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The message was cleared. The patient and the device would continue to be monitored.